Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and endocarditis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted. Additional information indicates that the patient had blood infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and endocarditis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and endocarditis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted. Additional information indicates that the patient had blood infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact codes. T